Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro tip leg had been drilled into. Therefore, the reported condition was confirmed. It was further noted that the neuro tip leg is due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro tip leg and damaged caused by user error. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled leg. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.